Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to attempt to power on pump, arranged to use multiple daily injections as backup therapy, and was provided replacement pump under warranty; customer was instructed to place original pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label.